Event description:
It was reported the catheter was being placed into the left internal jugular vein of a male patient in the interventional radiology. During insertion of the catheter, the valve on the smart seal peel away sheath came loose from the plastic housing. It was one half of the peel away sheath. As a result, it was removed and a new sheath was placed successfully. There was no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4).